Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: manufacturer contacted customer on 4/3/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer had no symptoms. Customer went to the doctor's routine appointment and he changes her insulin dosage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 157, 235, 216 and 363mg/dl. The customer's expected fasting blood glucose test result range is 120 to 140 mg/dl. The customer did report symptom of feeling sweaty in the morning. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 322 and 342mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is two weeks ago in the march. The meter memory was reviewed for previous test result history: (B)(6). Customer called stating that she is concerned about the results that she is getting from the meter. Customer states that she went to the hospital this morning at 1 a.m. As she woke up sweating. Customer states that when she went to the hospital, they ran her blood glucose and the result was 109 mg/dl. Customer states that she was released this morning at about 4 a.m. And has been sleeping since she got home. Customer states that she is feeling fine right now just a little tired from being at the hospital all night and being in the bed all day. Customer states that she does not require any additional medical attention at this time and that her sugar normally runs high, but was concerned when she woke up sweating. Customer states that her doctor wants her range to be 120 mg/dl to 140 mg/dl. Customer currently takes humalog, metformin and lantis to control her diabetes. Had customer perform a back to back blood test with results of 322 mg/dl and 342 mg/dl and per customer she has not eaten in more than 2 hours.